Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0mmmh, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported the patient had a sudden loss of therapeutic effect and bladder control. They also experienced pain. The patient needed their therapy adjusted. They were unable to connect or adjust due to swelling, both with and without the antenna attached. The poor communication screen was seen. Repositioning the antenna did not resolve the issue. The next day, it was revealed that the patient had thought the stimulator was higher than it was. The patient was able to connect and adjust when attempting from the correct location. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. If additional information is received, a follow-up report will be sent.